Event description:
The following was reported to hamilton medical ag: this was not a vent failure. The hospital does not suspect this sentinel event was related to the t1. The t1 event log was reviewed to confirm the steps taken by the staff during this transport. The t1 alarmed appropriately with oxygen supply failure alarms. Oxygen delivery was the key part of the review due to the patient decompensation. Patient harm occurred, but unrelated to the hamilton-t1 (confirmed by customer).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).